Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation, the fiber was stuck in the fiber port and could not be removed, resulting in the fiber breaking. No patient involvement.